Event description:
The glucose sensor that I correctly inserted into my arm stopped functioning correctly. It was sending false readings of my glucose level to my insulin pump. This is not an isolated incident. Over the past two weeks I have had two other sensors do the same thing. Sensor said blood glucose was 48. Glucometer said blood glucose was 84. FDA safety report ID# (B)(4).